Event description:
It was reported that insulin was not delivered following the programming of a bolus. No harm to the patient was reported and no medical assistance was required. No further information was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.